Event description:
Required revision surgery to replace pinnacle acetabular cup. Surgeon removed pinnacle cup due to lucency around cup evidenced on x-rays as well as malpositioned components creating excessive femoral offset causing pain, limping and disability. Replaced with new cup through acetabular medialization; replaced liner and femoral head.